Event description:
The patient called in stating that his pen needle are bending prior to injecting. He began examining the pen needle prior to use after using 3/5 pn that he noticed were bent resulting in the insulin not being able to flow through the needle. He stated that 6/100 of his pen needle appear have pierced the protective cap as they are longer that the advised 4mm.